Event description:
Device 2 of 3. Reference MFR reports: 1627487-2011-01755 and 1627487-2011-01757. The patient received his scs system, including ipg and two extensions. It was reported that the patient received ineffective stimulation and requested the system be removed. The physician explanted the system on (B)(6) 2010. No further information is available.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Evaluation: method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product; however, the identified nonconformance did not affect product integrity or product functionality. The device was, therefore, approved for use. The DHR anomaly is not related to the alleged complaint. As received, one of the extensions was incomplete and the second extension had compression damage with exposed and broken wires. Due to the incomplete and damaged leads, functional testing was unable to be performed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30-day reporting requirement as part of an additional retrospective review initiated in response to the (B)(4) 2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of our complaint process. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.